Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the health care professional (hcp) indicating that they wanted to MRI guidelines for a patient with cut leads. The hcp did not have any additional information on why the leads were cut or ins removed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# j0101925v, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7495-25, serial#(B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3487a-33, lot# j0101925v, implanted: (B)(6) 2001, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. (B)(4).

Event description:
The healthcare provider (hcp) reported that the patient claimed the implantable neurostimulator (ins) was broken and not working. No patient symptoms were reported. The patient had not been seen by the implanting physician since 2009. Relevant medical history includes other pain indications-other. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.